Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that before the 6x60 mm absolute pro self expanding stent system (sess) was properly positioned on the guide wire, the stent became exposed but was not opening. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Another absolute pro sess was used to complete the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, it was stated the stent was deployed outside the anatomy when trying to unblock the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use/during advancement inadvertent mishandling resulted in the noted kinked stent sheath; thus causing the stent to slightly pull out of the sheath resulting in the reported premature activation. As reported, the stent deployed outside of the anatomy while trying to deblock it and the stent became bent and stretched. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated